Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported "intracapsular rupture" and "grade 4 capsule". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as unidentified (tear) opening). Capsular contracture: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "intracapsular rupture" and "grade IV capsule". This record is for the right side. Device was explanted.